Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had persistent drainage from the lumbar spinal incision and was complaining of pain at the pulse generator site. It was also noted that the infection was not device related and nothing happened during the procedure that contributed to infection. The patient was prescribed with intravenous antibiotics and underwent an incision and drainage procedure of the midline incision in the operating room (or). The patient was doing well postoperatively and a vacuum-assisted closure (vac) suction was applied. The physician also noted that there were wires so there was an extensive irrigation at the incision site which led the physician to leave the entire spinal cord stimulator (scs) system in place.